Event description:
The customer reported via phone call that they experienced high blood glucose levels. Customer's blood glucose level at the time of incident was 562 mg/dl. Customer¿s current blood glucose was 561 mg/dl. Customer treated high blood glucose with insulin pump. Customer also stated that the insulin pump was turned off when they checked connection between xmtr and phone. Customer had been using the insulin pump system within 48 hours of reported event. Auto mode feature was activated at the time of high blood glucose event. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.